Event description:
It was later reported, the patient called in because her device had never been effective. The patient noted never having therapeutic effect. The device had not been effective since it was implanted. The patient stated she had not made any adjustments to the stimulation.

Event description:
It was later reported that since implant the patient's implantable neurostimulator (ins) was not doing any good. The patient had tried to work with it but she needed somebody to help her. The patient has interstim for urinary and had had it on 8 and was in a lot of pain. Patient services worked with patient to check her current setting. The patient reported stim on, on program 2 at 1.5. The patient had someone there who could help her and the patient wanted to change programs. The patient noted never having therapeutic effect. It was noted the patient had : program 3 at 2.0, program 4 at 0.0 and program 1 at 1.0. Patient services helped the patient activate program 4 and slowly increase. Physician listing information was requested and sent. An information request was made. The following information was sent: interstim therapy guide. Dvd quickguide.

Event description:
It was reported that the patient noticed a small improvement in symptoms during the day, but not at night. She stated that she was not feeling vibrations and it felt less like vibration than soreness or aching. She could stand the vibration up to 4.5 volts and she felt stimulation from the implantable neurostimulator (ins) to the anus. The patient also would turn stimulation on for a short period, 20 to 30 minutes, and then shut it off. She would then feel stimulation for four minutes after it was turned off. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p20j, implanted: (B)(6) 2014, product type: lead. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient noted never having therapeutic effect. The patient could not tell if it was on or off or working. Urine had not improved and had gotten worse since implant. The patient advised manufacturer's representative about 3 weeks after implant. The patient had done programming with representative and discussed going up to 5.5v . The patient caller hcp (healthcare provider) about stimulator not working and a manufacturer's representative called the patient yesterday. The representative did troubleshooting over the phone and discovered stim was turned off. The representative had the patient turn stim on at 5.5v. The patient noted a shocking or jolting sensation. When stim was turned on it felt like an electrical shock and the patient had to decrease stim to 5.2v. The patient didn't know how long she was supposed to feel stim but after 2 hours she stopped feeling stimulation. Severe pain was noted. When stim stopped yesterday the patient began feeling severe pain between implantable neurostimulator (ins) and lead site. The patient was in pain all night long. In so much pain, the patient needed a walker to walk. The patient had no medications for this and had no falls. Stim on, program 2 at 5.3v. Patient services reviewed to decrease and see if it affected severe pain. At 1.5v the patient said she was laying down and did not feel excessive pain. The patient tried standing as well and said she would use +/- buttons to try different therapy levels and turn down if in pain. It was noted that the patient was 1200 miles away from hcp, on vacation for about 6 months.

Event description:
Additional information from the healthcare provider noted they were unable to assess as the patient left the state for the winter and would not return until spring.